Event description:
Ous MDR - after an implantation period of 3 yrs, it was reported that the ICD could not longer be interrogated. Previously, shock impedances > 25 ohm were measured on several occasions. An x-ray exam indicated damage on the ventricular lead. The entire system was then explanted. No worsening of the pt's health was reported. The device was replaced. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.